Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was to be implanted during an midesophageal procedure performed on (B)(6) 2025. During the procedure, the stent released the system got blocked at about 50 percent of the prosthesis release. Another agile esophageal tts was used to complete the procedure. There were no patient complications reported as a result of this event.